Event description:
It was reported that this right ventricular (rv) lead had an alert for shock impedance value that was high out of range greater than 125 ohms. The patient was brought into the clinic, an a vector breakdown was performed where they found that triad was 109 ohms, rv to can was 128 ohms, ra to can 165 ohms, and rv to ra 189 ohms. The system remains in-service, but was recommended to reprogram the single coil rv to can and increase the alert to 150 ohms. No adverse patient effects were reported.